Event description:
Healthcare professional reporting no complaint against the left device. Later healthcare professional reported gel bleed and "any creases". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.

Event description:
Healthcare professional reporting no complaint against the left device. Later healthcare professional reported gel bleed and "any creases". Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events gel bleed and crease / folding of implant was received on jun 19, 2025, with lot number 1787469. Based on the product analysis performed, the assessments of the complaints are: gel bleed: not observed. Crease / folding of implant: observed. As per the investigation procedure, opening and non penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.